Event description:
Implant card received indicated patient underwent total vns revision due to lead discontinuity. Follow-up with the neurologist indicated prior to surgery, patient's system diagnostic results yielded high impedance, indicating a possible lead discontinuity. The explanted products have not been returned for analysis. No serious injury was reported in conjunction with the high impedance event.

Manufacturer narrative:
H6: device failure is suspected, but did not cause or contribute to death or serious injury.